Event description:
It was reported to resmed that an astral device displayed an error message (sf116) related to ambient temperature measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the reported complaint. Visual inspection of the thermistor cable revealed physical damage. Device was scrapped due to customer declined repair. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage of the thermistor cable. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).